Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
It was reported that the automated impella controller had its safety disk holder forcibly removed. The aic was removed from service. No patient was involved.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer.